Manufacturer narrative:
The pump passed the following test: displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self-test. No abnormal anomalies were, or alarms were noted during testing. Pump was cut open to perform visual inspection and no physical or moisture damage was found at the pcba 1, pcba 2, force sensor and motor home switch. Successfully downloaded history files and traces using thump. P-cap was attached and lock into place properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case (battery tube) and battery tube threads - cracked. Prime/fill anomaly was not confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced delivery anomaly-prime/fill anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for prime anomaly. Customer reported being unable to exit load reservoir process. Attempted to complete again but pump could not complete the load reservoir process. No harm requiring medical intervention was reported. The customer would discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned.